Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. The patient was administered intravenous antibiotics; no further adverse effects were reported. Subsequently, the field representative confirmed a system explant with no replacement at this time. No return of product is expected.